Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned and analysis is performed, this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range pacing impedance measurements and noise. Technical services (ts) discussed potential issues associated with the reported out of range measurements. This lead was explanted and replaced. No additional adverse patient effects were reported.